Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported when activating the pod, the cannula did not deploy, however they stated the pink slide did move forward, indicating a needle mechanism failure. The pod was removed, and a new pod was applied.

Manufacturer narrative:
Case reviewed 21aug25 and b5 and h6 were updated to reflect this information.

Event description:
It was clarified that the status of the pink slide was not provided, and the cannula deploy indicating a needle mechanism failure to deploy instead of needle mechanism failure- unknown.